Event description:
It was reported that every once in a while the patient¿s device ¿sort of goes haywire.¿ the device was implanted in (B)(6) 2014. This issue started about 2 weeks prior to the report and only happened on programs with adaptive stimulation. The patient noted that they could be sitting totally still and it felt like their stimulation ramped up. They had to move to get it to stop. The patient had not had any falls or trauma. The patient had met with manufacturer representatives in the past but it was unknown when these meetings were. The patient met with a manufacturer representative on (B)(6). The patient was given a brand new program and it was working excellent for them.

Manufacturer narrative:
Concomitant products: product ID neu_ptm_prog, serial # unknown, product type programmer, patient; product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).